Event description:
There was no patient impact associated with this complaint. The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient informed customer support that the issue has been ongoing. Review of pump history reveal small prime volumes. The alleged issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.